Event description:
It was reported to nova biomedical that a consumer rec'd a result of 283 mg/dl on their blood glucose meter. The consumer immediately performed three add'l tests using the same meter and strips getting the following results of 140 mg/dl, 213 mg/dl and 134 mg/dl. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will not be returned for eval.